Event description:
A literature review identified the article, stake ik, ræder bw, gregersen mg, et al. Higher complication rate after nail compared with plate fixation of ankle fractures in patients aged 60 years or older: a prospective, randomized controlled trial. The bone & joint journal. 2023 jan;105-b(1):72-81. Doi: 10.1302/0301-620x.105b1.bjj-2022-0595.r1. Pmid: 36587258. This study was a prospective, randomized controlled trial that focused on treating ankle fractures in 120 patients aged 60 years or older. Patients were treated for an acute unstable ao/ota type 44-b fracture with either the acumed fibula rod system (n=59 patients) or plate fixation (n=61 patients). In the plate fixation group, a standard ao technique was used to implant either a depuy synthes one-third tubular plate with one or two lag screws (n=37 patients) or the following locking plates (n=19 patients): depuy synthes lateral compression plate distal fibula plate or the stryker variax distal fibula plate. The primary outcome measure was the american orthopaedic foot and ankle society (aofas) ankle-hindfoot score. Secondary outcome measures were the manchester-oxford foot questionnaire, the olerud and molander ankle score, the euroqol five-dimension questionnaire, a visual analogue score for pain, complications, the quality of reduction of the fracture, nonunion, and the development of osteoarthritis. From the function outcomes, there was no statistically significant difference between the nail and plating groups after 24 months. However, complication rates did differ. In the nail group, complications were reported for a superficial infection (1 patient), a deep infection (1 patient), symptomatic hardware (6 patients), failure of fixation (4 patients), a thromboembolic event (1 patient), and symptomatic nonunion (2 patients). A secondary surgery was needed to remove a screw (6 patients), refixation/revision (5 patients), and removal of all hardware (1 patient). In the plate group, complications were reported for superficial infection (2 patients), deep infection (1 patient), symptomatic hardware (5 patients), failure of fixation (2 patients), nerve injury (1 patient), and a thromboembolic event (2 patients). A secondary surgery was needed to remove a screw (3 patients), refixation/revision (1 patient), removal of all hardware (3 patients), ankle arthrodesis (1 patient). The authors concluded that while the functional outcomes for elderly patients is similar when treated with a nail or a plate, the nail group had more complications. They suggested that plate fixation should be used to treat unstable ankle fractures in the elderly.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (15 total for this article): note, this MDR is included in the list below. 3025141-2025-00522, 3025141-2025-00523, 3025141-2025-00524, 3025141-2025-00525, 3025141-2025-00526, 3025141-2025-00527, 3025141-2025-00528, 3025141-2025-00529, 3025141-2025-00530, 3025141-2025-00531, 3025141-2025-00532, 3025141-2025-00533, 3025141-2025-00535, 3025141-2025-00536, 3025141-2025-00537, 3025141-2025-00538, 3025141-2025-00539, 3025141-2025-00540, 3025141-2025-00541, 3025141-2025-00542 ,3025141-2025-00543, 3025141-2025-00544 ,3025141-2025-00545, 3025141-2025-00546,3025141-2025-00547, 3025141-2025-00548.